Event description:
It was reported to resmed that an astral device displayed a battery error message. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was not returned to resmed. Based on all available evidence, an investigation determined that the reported complaint was due to a faulty/defective external battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with troubleshooting instruction and advised to replace the external battery. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. The device was not in patient use when the reported event occurred.